Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported bodily injury due to the temperature issue and no adverse event found. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2019 with the following findings:during investigation, the black box verified the voltages were steady with no sudden drop prior to the pump rebooting. The pump was tested for a minimum of 24 hours with the customer pump settings with no errors, alarms, warnings, overheating, or power losses duplicated. The pump¿s electrical current draws were within specification with no evidence of moisture in the battery compartment or internally. The power flex and components were inspected with no defects found. The allegation of a temperature issue was not duplicated or confirmed during investigation. There was no defect found.